Event description:
It was reported that a small volume folfusor leaked from the ¿patient receptacle.¿ this occurred during or after filling with fluoruracil and before patient use. There was no patient involvement. No additional information is available. This is report 2 of 4.

Manufacturer narrative:
(B)(4). The lot was manufactured june 3, 2014 to june 4, 2014. The device was not returned; therefore, an evaluation could not be conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up report will be submitted.